Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose level was 206mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.